Manufacturer narrative:
The device was discarded and could not be evaluated. A review of the manufacturing records for this device was completed and no issues were identified that could have lead to the adverse event reported. Complaints will continue to be monitored for any trends.

Event description:
Patient did not respond to questions at the completion of a tcar procedure. Approximately 1.5 hours after the procedure, the patient could move all extremities, but was lethargic. MRI of the brain revealed new white lesions consistent with embolization.